Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the cuff of the device did not inflate after insertion. Another tube was used but eventually deflated before leaving the operating room. The patient was re-draped, and another tube was replaced and successfully intubated.